Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardioverter-defibrillator was found in backup vvi. The clinician noted that the patient underwent an magnetic resonance imaging (MRI) but was unsure if the device was programmed into MRI mode. The device firmware was restored to the device. The patient was stable.